Manufacturer narrative:
Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol flat mesh, reference number (B)(4), lot number husl0430 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2012, the patient underwent another hernia repair surgery. As reported, a bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number huvd0494 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent surgery to remove his composix e/x and bard flat mesh devices because they had perforated his bowel, caused an intestinal fistula and became infected. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch and bard flat mesh.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to update the outcomes attributed to adv ev. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information. Based on the additional information received, no conclusion can be made. Per medical record review this is an obese patient with a history of multiple prior hernia repair who was diagnosed with an incisional hernia which was repaired with a composix e/x mesh. Following implant, the patient was diagnosed with a non-healing wound and multiple incarcerated complicated recurrent ventral hernias and subsequently underwent mesh explant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device lists adhesions, hernia recurrence and fistula as possible complications. Regarding infection, the warning section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." This semdr represents the composix e/x mesh (device #3). Additional semdr was submitted to represent the flat mesh (device #2) and additional emdr to represent the flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol flat mesh, reference number (B)(4), lot number husl0430 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2012, the patient underwent another hernia repair surgery. As reported, a bard/davol composix e/x hernia patch mesh, reference number (B)(6), lot number huvd0494 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent surgery to remove his composix e/x and bard flat mesh devices because they had perforated his bowel, caused an intestinal fistula and became infected. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch and bard flat mesh. Addendum per additional information provided: on (B)(6) 2005, the patient who had prior hernia repair was diagnosed with multiple ventral hernia and underwent open repair with the implant of bard flat mesh (device #1). Per operative notes "this patient has multiple ventral hernia here probably about 8 to 10. A double sheet mesh (flat mesh ¿ device #1) is fashioned for the appropriate size and length and sutured into place". On (B)(6) 2009, the patient was diagnosed with multiple incarcerated ventral hernias and underwent open repair with the implant of bard mesh (flat mesh -device #2). Per operative notes "we find multiple ventral hernias all laterally in the areas where I had sewn the mesh. There must have been 20 hernias, the largest was probably a centimeter of two in diameter. I took down all of the adhesions that were associated with the old mesh and the hernias. I placed mesh (flat mesh-device #2) in the abdominal cavity, and we sutured the mesh. I closed the old mesh with running sutures.¿ on (B)(6) 2012, the patient underwent incisional hernia repair with the implant of composix e/x mesh (device #3) (no operative notes were provided). On (B)(6) 2014, during a hospital visit it was mentioned that the patient has a non-healing wound it is foul smelling it is in the mid epigastric area history continues that a suture granuloma was removed and now the wound is open with visible mesh (composix e/x mesh-device #3) that is obviously infected. On (B)(6) 2014, the patient was diagnosed with multiple incarcerated, complicated, recurrent ventral hernias, small bowel fistula and underwent open repair. Per operative notes "excising this mesh (composix e/x mesh - device #3) from the fascia along with the sutures. We took the bowel off the mesh. Unfortunately, the mesh went pretty cephalad up. I excised the mesh (flat mesh ¿ device #1) completely. Medially, it had been sewn to another piece of mesh (flat mesh ¿ device #2) and I went widely around that area to excise that as well.¿